Manufacturer narrative:
(B)(4).

Event description:
At implant the lv threshold was 2.2 v @ 1.0 ms. Subsequent visits have revealed thresholds increasing. Most recent visit on (B)(6) 2016 initially revealed lv lead having no capture. Our field representative tested all configurations for lv capture and found lv ring to rv ring provided the best threshold without symptoms of diaphragmatic stimulation. Device was programmed at 5.5 v @ 1.5 ms. Chest x-ray showed no evidence of wire displacement or breakage.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.